Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient needed the rep to reprogram the patient's device. Patient further clarified patient does not feel like ins is working. Patient further clarified stimulation is not staying long enough and patient does not feel stimulation is working. Patient said has charged the battery and then patient gives it 5 minutes and the stimulation is gone. Patient mentioned ins was replaced and confirmed replacement was due to normal battery depletion. Patient declined trouble shooting wants to wait until appointment. Patient has appointment on (B)(6). No further patient symptoms or complications were reported in this event.